Event description:
It was reported to vyaire medical that the vela ventilator has transducer fault while on a patient. Furthermore, there was no patient harm reported associated with this event.

Manufacturer narrative:
A vyaire fsr (field service representative) evaluated the device. Fsr arrived on site. Replaced mainboard according to service manual. Adjusted altitude settings. Performed calibrations and passed. Performed ovp (operational verification procedure) and passed. Unit meets factory specification. Vyaire medical will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available.